Event description:
It was reported that the patient underwent a cesarean-section approximately 19 months ago. During the procedure an absordbale adhesion barrier was used and was laid on the anterior uterus. The adhesion barrier was put in place after hemostasis was achieved; the only blood it came in contact with was on gloves or after it was placed. Postoperatively, the patient developed drainage from the abdominal wall below the incision site. Sono or MRI showed what appeared to be an abscess. It was opened and drained but the culture was negative. The drainage recurred and a laparoscopic supracervical hysterectomy was carried out and further adhesion prevention-like material and pus like substance was cleaned out. Three months later, the patient presented with vaginal bleeding. Another piece of the adhesion prevention-like material was found at the vaginal cuff and removed. Two months later and the patient was taken back to the operating room where, through a vaginal approach, more adhesion prevention-like material was removed.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.